Event description:
Healthcare professional reported right side capsular contracture, baker grade IV (with pain), elastomer folds and increased volume. The events or silicone disease, malaise, and fever are all deemed not device related. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "breast pain caused by backer IV contracture in the implant, significant changes, and bilateral elastomer folds [...] The patient has been experiencing fatigue, malaise, joint pain (silicone disease), complaints of pain and increased volume in the right breast for 1 week. [Patient] reports feeling feverish." Device remains implanted.

Event description:
Healthcare professional reported right side "breast pain caused by backer IV contracture in the implant, significant changes, and bilateral elastomer folds [...] The patient has been experiencing fatigue, malaise, joint pain (silicone disease), complaints of pain and increased volume in the right breast for 1 week. [Patient] reports feeling feverish." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Chronic fatigue syndrome: unable to observe since it is not related to the device. Complication related to procedure/surgery: unable to observe since it is not related to the device. Crease folding of implant: not observed. Fever: unable to observe since it is not related to the device. Malaise: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side "breast pain caused by backer IV contracture in the implant, significant changes, and bilateral elastomer folds [...] The patient has been experiencing fatigue, malaise, joint pain (silicone disease), complaints of pain and increased volume in the right breast for 1 week. [Patient] reports feeling feverish." The device has been explanted.